Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus and cursor did not align on screen. Stylus recalibration did not resolve the issue. Overlay/bezel assembly found out of electrical specification. Analysis also found the left keyboard hinge was broken.

Event description:
It was reported that the programmer's stylus was not able to be calibrated to the screen. A new stylus was attempted, but it could still not be calibrated. The programmer has been returned to service. No patient complications have been reported as a result of this event.